Event description:
On (B)(6) 2012, the lay user/patient in (B)(6) contacted lifescan (lfs) alleging that her onetouch veriopro meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began sometime around the week of (B)(6) 2012 (time not specified). On an unspecified date/time, the patient reportedly obtained blood glucose readings of "395 and 166mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient manages her diabetes with insulin (type and dosage not specified). According to the csr's documentation, sometime around (B)(6) 2012 (time not specified) the patient reportedly administered an additional two units of insulin (the patient's blood glucose reading prior to administering the insulin is not specified); however, the patient indicated after realizing her error, she compensated by consuming more carbohydrates that same day. The patient denied developing symptoms as a result of the alleged meter issue. The patient also denied testing her blood glucose with another device. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter, the test strips were stored properly and within the expiry date, and the csr noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient.based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient denied developing any symptoms because of the alleged meter issue. There is also no evidence the patient received treatment for an acute complication for diabetes.

Manufacturer narrative:
Follow-up ((B)(4))-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up (4/4/2013)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.